Event description:
It was reported the tlc55 was used during an unknown procedure. It was reported the staple line leaked on the mesenteric border. The leak was repaired with suture. There was no consequence to the pt.